Manufacturer narrative:
Investigation summary: no physical samples or photos were received for this complaint. The lot number of the pen needles from cat#320555 involved in this reported incident is unknown therefore neither a complaint lot history check nor a DHR could be completed. A joint investigation involving bd/embecata quality/regulatory functions found that the reported issue of damaged pen needles - exposed to freezing temperature, was not caused by embecta manufacturing, packaging or distribution processes. A van transporting product for an external wholesaler was in a major vehicle accident, it was impounded for 2 days in freezing weather conditions as low as -16°c and although product had been exposed to these conditions, the carrier still delivered this product to the customer.

Event description:
It was reported that an unspecified number of bd nano¿ pro ultra-fine¿ pen needles were exposed to freezing external temperatures as low as -16°c for 2 days, and had to be recalled by the pharmacy as a result. The following information was provided by the initial reporter: "this is to advise you that on (B)(6) 2023, a van transporting product destined for delivery to customers was in a major vehicle accident. The van was impounded, thereby exposing the products to external freezing weather conditions as low as -16°c for approximately 2 days. A lapse in judgement by the carrier led to products being delivered on march 16, 2023. Investigation was initiated upon discovery of the incident on (B)(6) 2023 and is in process. ... Contacted the pharmacy to recall affected product: the pharmacy was instructed to quarantine and return the affected product to us. We are also determining whether any patients were dispensed affected products. While confirming that information, we are notifying you of this incident in case we require patient impact assessments. Therefore, we will follow up with that request if it is required. Please be advised that we have already notified health canada of this recall."

Event description:
It was reported that an unspecified number of bd nano¿ pro ultra-fine¿ pen needles were exposed to freezing external temperatures as low as -16°c for 2 days, and had to be recalled by the pharmacy as a result. The following information was provided by the initial reporter: "this is to advise you that on (B)(6) 2023, a van transporting product destined for delivery to customers was in a major vehicle accident. The van was impounded, thereby exposing the products to external freezing weather conditions as low as -16°c for approximately 2 days. A lapse in judgement by the carrier led to products being delivered on march 16, 2023. Investigation was initiated upon discovery of the incident on (B)(6) 2023 and is in process. Contacted the pharmacy to recall affected product: the pharmacy was instructed to quarantine and return the affected product to us. We are also determining whether any patients were dispensed affected products. While confirming that information, we are notifying you of this incident in case we require patient impact assessments. Therefore, we will follow up with that request if it is required. Please be advised that we have already notified health canada of this recall."

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.